Event description:
Patient came to the clinic for orencia infusion. Orencia connected to secondary tubing and immediately started to leak/squirt fluid from the side of the IV tubing. Medication squirted all over the chair, pump/pole, floor and the nurse.